Event description:
The device was used during a laparoscopic procedure. Reportedly, there was tissue hang-up. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.